Event description:
It was reported that during a da vinci-assisted hysterectomy-malignant surgical procedure, persistent messages about energy cable connections on the integrated electrosurgical unit (iesu) or erbe system occurred, despite attempts to resolve the issue by replacing cords and instruments. Troubleshooting verified a single error associated with the bipolar top port on the erbe, indicating energy activation was halted due to an instrument or cable connected to the blue upper bipolar port while using the bipolar function. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc, (isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe. System was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and the problem was confirmed through system logs review which logged recurring 1-71 and c-71 errors. During testing, the erbe displayed error c-82 at startup, and a review of the log showed additional errors. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an electrical component failure within the erbe.